Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported a trial patient had dementia at night, which wasn't related to their device or therapy, but resulted in them pulling the trial system on (B)(6) causing the lead wire to break at the entry point into the skin at t8. The physician was going to operate on the trial patient on (B)(6) to remove the lead. Prior to this event the trial was going well according to the patient's family members.